Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she still did not have relief, which included hurrying to the bathroom, going more during the night and leakage (patient noted smelling urine). The patient reported that she drank a cup of coffee before work. The patient reported that it had been working for a couple of months this year as well, but then changed again. There were no falls or traumas related to this issue. The patient reported feeling stimulation in the correct area. The patient changed programs at the time of the report. The patient changed from program 2 at 1.1v to program 1 at 1.2v. The patient reported that they had an appointment with their healthcare provider (hcp) on (B)(6) 2016. The patient also reported that her implant area was sore, particularly felt when walking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.